Manufacturer narrative:
A partial lead with the only the distal end was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2938836-2019-17742. It was reported that when the patient presented for follow up in clinic, myopotential oversensing was observed on the atrial lead. The physician elected to explant the lead during the device changeout procedure. The lead was explanted and replaced. However, during the right atrial lead explant procedure, rv (right ventricular) lead was damaged and exhibited a low r-wave. The rv lead was explanted and replaced as well. The patient was stable before, during, and after the procedure.